Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. The back shell / input connector was replaced as a precaution. A test baton was plugged in, all the tests were performed again and the correct image appeared on screen. The monitor was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the screen was black with green lines running through it. A five minute delay in the procedure occurred as a back-up glidescope was obtained. No harm to patient or user was reported.